Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 275cc mentor memorygel breast implant; catalog: 3542757; lot: 205677. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation revision with two 275cc mentor memorygel breast implants, experienced seroma and hematoma on the left side post-operatively. During surgery for the seroma and hematoma on (B)(6) 2019, it was also discovered that the left breast implant had ruptured. As a result, the patient also underwent explantation of the implant.

Manufacturer narrative:
On 3/11/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 3/31/2019, the product investigation was completed. Device investigation summary: according to the information provided, the patient has experienced left-side breast implant rupture. It was also reported that the patient has developed seroma and implant site hematoma. The patient was required medical device removal. However, it was not possible to perform a proper product investigation since the implant was discarded. Nonetheless, the customer provided some pictures of the actual implant involved in the complaint. Based on the picture, the implant appears severely rented. The complaints was confirmed. No further investigation can be performed at this time. No corrective actions are required. Complaint will be closed. A manufacturing record evaluation (mre) was performed for the finished device number 205677, and no non-conformances related to the reported complaint condition were identified. Rupture, as indicated in the IFU, is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at anytime. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate postoperative period may require additional work-up by the surgeon. Seroma is a known complication associated with this surgery and is referenced in our current product insert data sheet. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).